Event description:
Caller states the pt tested 1.8 inr on coaguchek xs system 1 and 2.4 inr on coaguchek xs system 2 during duplicate testing. Coumadin remained unchanged based on 2.4 inr result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system 2. Reference medwatch with a1 pt for suspect device in coaguchek xs system 1.